Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 11 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.